Event description:
The complainant in the EU reported a 54-year-old male patient has been treated for right heart failure with acute myocardial infarction and atrial fibrillation. Support has been provided by va-ECMO, an impella 5.0 heart pump and an impella rp heart pump. It has been reported that hemolysis has been observed. The impella rp device has been removed from the right ventricle and the patient has been treated with continuous hemodialysis. Within 24 hours of impella rp removal, the hemolysis signs resolved. The patient has been stable afterwards, on continued va-ECMO and impella 5.0 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the hemolysis has been completed. The device was not returned for benchtop investigation. As per clinical, the root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.